Manufacturer narrative:
Device passed displacement test and self test. Device received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contribute d to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The device failed the audio test. The customer reported that they adjusted the audio volume to 1to 5. It was reported that they were unable to hear beeps when audio volume settings were saved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.